Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue which an indicative of helix extension or retraction difficulty. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was explanted due to unknown product performance issue. This brady lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to unknown product performance issue. This brady lead was replaced with the same model. No additional adverse patient effects were reported.